Event description:
The pt initially had good stimulation coverage for her foot. Within the last year the coverage wasn't as good. The impedance on the 0 electrode was greater than 40,000 ohms. The pt was seen by her hcp and would follow up with her hcp if she wanted a revision. The pt also experienced warmth at the pocket during recharging and was given suggestions to minimize this problem. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
.